Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was on vacation with his spouse on a cruise ship at the time of the event. He was using a tandem insulin pump with control-iq as his display device. He did not use a smartphone or a receiver, and did not have a glucometer with him on the trip. On 11/11/2023, he fell asleep and at some point his wife was not able to wake him up. The spouse did not hear any cgm alerts or alarms. The patient estimated he was unarousable for 24 hours, and that the sensor had been inaccurate during that time. The spouse contacted the healthcare provider (hcp) on the ship and the patient was transported to the infirmary where he regained consciousness. His hands were shaky, he did not have muscle control, was ¿wonky,¿ and was hypoglycemic. He was hallucinating (images appearing when eyes closed) and he felt terrible. No bg finger stick or cgm values were available, and he did not remember what treatment he received for hypoglycemia. After an infirmary covid test was positive, he was transported off the ship to a hospital where he was treated with unspecified IV medication and fluids. At the hospital staff determined the cgm sensor was inaccurate and the insulin pump was also removed. The cgm values were ¿more than 30 points off,¿ and no direct bg and cgm values were available. He received unspecified treatment for poor kidney function, covid, and hypoglycemia. Staff attributed the kidney issues to prescription pain medication (morphine) he used for a pre-existing condition prior to the event. At some point a bg value was 110 mg/dl. Two days later his condition had improved to the point he was able to get out of bed ¿and dance¿ at the bedside. He was discharged from the hospital on (B)(6) 2023 in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The single reported glucose value and bg provided for the second value of the set falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e1907 viral infection.